Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. A conclusive cause for the reported stenosis, dissection, vasoconstriction and hypertension, and the relationship to the product, if any, cannot be determined. The treatments appear to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effects of restenosis, dissection, spasm (vasoconstriction) and hypertension is listed in the absolute pro peripheral self-expanding stent system instructions for use as known adverse events that may be associated with the use of a stent in peripheral arteries and / or biliary tree.

Event description:
Patient ID: (B)(4). It was reported that on (B)(6) 2024 one 5.0x40 mm absolute pro stent was implanted in the left, proximal superficial femoral artery (sfa). On (B)(6) 2024 an acute restenosis of the stented segment due to vessel recoil was identified as well as dissection distal and proximal to the stented segment. There was no dissection inside the stented area. According to the physician, the dissection was most likely to have been caused by the dilatation during the index procedure. On (B)(6) 2024 the condition was successfully treated with percutaneous transluminal angioplasty and stenting with two absolute pro stents, sizes 5.0x200 mm and 5.0x60 mm. The revascularization was successful besides a hypertensive crisis that was resolved without sequelae and without any intervention. No additional information was provided.